Manufacturer narrative:
Method: visual examination, device history review, complaint history review, functional testing. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been other reported events. Functional testing confirms the reported event. Conclusion: appears to be user related.

Event description:
It was reported that, "while testing whether the drill would pass thru the bushing the drill bit became stuck in the guide. Another tray was available and opened that bushing was used without problem. After cleaning other attempts to pass a drill bit failed as well."